Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7120775/7121432.

Event description:
It was reported that the patient had inadequate stimulation and pain at the implantable pulse generator (ipg) site. It was also noted that the leads migrated and when stimulation was on, it worsens the nerve pain at times. The patient underwent an explant procedure. All device components were removed and not returned.